Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have a frayed grip cable at the distal idler pulley. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observations were found during failure analysis but was not reported by the customer. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.058 - 0.067" in length and were not aligned with the tube axis. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon was unable to control the close function of the jaw of the fenestrated bipolar forceps instrument, and that the wire had come out. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.